Event description:
A customer reported that the 20038e was attached to a central line but not in use or connected to anything else when the pt pulled the line and the smartsite came off. The nurse on duty was present by the pt¿s bed side when this happened and confirmed that the line was clamped and no leak was observed when the smarsite became disconnected. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4): sample involved in this event will not be returned as it was not available. No failure investigation could be performed.